Event description:
On (B)(6) 2011, the pt went for surgery. Risk mgmt did not become aware of event till (B)(6) 2011. During surgery the device was used and it clamped down and would not open for reuse. The charge nurse stated finally they were able to get the device to release and another device was opened and used. The malfunctioning device was removed from the field and given to the nurse mgr. Talked to the operating nurse mgr on (B)(6) 2011 and was told that the item did not cause harm and there was no need for add'l surgeries to the pt. The pt was discharged on (B)(6) 2011 equipment sequestered.